Manufacturer narrative:
Analysis: the subject crt-d talentia (sn: (B)(6) was implanted on (B)(6) 2026. Analysis of the provided data confirmed the reported event: on the interrogation file dated on (B)(6) 2026, on the screen ¿arythmies ventriculaires¿, it is written ¿diagnostic et thérapies du on(B)(6) 1970 au on (B)(6) 2026¿. The start date of follow up displayed is based on statistics reset date. At the 1st interrogation of the device, no reset date had yet been set, therefore the start date of follow up is invalid at the time of implantation detection. This invalid date is wrongly displayed by the programmer as on (B)(6) 1969 (or on (B)(6) 1970, depending on the computer¿s time zone). The reset of statistics data was performed on (B)(6) 2026 at 14:09, when implantation was manually confirmed by the physician. Therefore, at the next in-clinic follow-up, the start date of follow up should be correctly displayed. Regarding the episodes recorded in the arrythmia historical before the implantation date, it should be noted in microport ICD/crt-d, as per specifications, memories are programmed on at the end of manufacturing process and only impedance and continuity measurements are disabled as long as shocks are programmed off. This explains why arrythmia can be detected in case of detection of ventricular noise before the device implantation. Arrythmia historic is never reset (even when statistics are reset). Based on available data, no issue is suspected on the subject crt-d talentia. The root cause of the reporting event is a software issue of the smartview modules. This case is retained for trending purposes.

Event description:
Reportedly, during the implantation of a defibrillator model 3240, while interrogating the device, I noticed that the memory of this new unit¿stored at the center¿was already initialized. In the device memory, under the tab ventricular arrhythmias therapy distribution, events dated october 14, 2025, were recorded. Additionally, the date on (B)(6) 1969, also appears.